Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2010 to the end of pump use on (B)(6) 2011 confirmed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There were no pump alarms or conditions indicating a malfunction that were recorded in the black box history. A 29 hour flow accuracy test was performed and the pump was found to be performing within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
A family member reported that the patient was admitted to the hospital with blood glucose of 27 mmol/l and emesis. She stated that the patient was removed from the pump and treated with intravenous insulin and fluids. The patient's blood glucose reportedly resolved to 3.9 mmol/l. She stated that pump therapy was resumed on (B)(6) 2011 and the patient's blood glucose increased to 17.3 mmol/l. Customer support confirmed with the family member that pump settings were correct. She confirmed that there were no site issues. Customer support concluded that there was no evidence of mechanical problems with the insulin pump. The patient continued to use the pump without further reported incident. This blood glucose excursion is being reported because insulin pump therapy could not be ruled out as a cause or contributor to the event.